Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box h device manufacturers (device problem code grid) was corrected in this report. The device problem code grid was changed to no apparent adverse event.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In genarel information tab: legacy complaint ID was added.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/ recertified dreamstation CPAP with an allegation of nose irritation, skin irritation, dizziness, headache, nausea and vomiting#" . The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging dizziness, headache, nose irritation, skin irritation, nausea and vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.